Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that his old ins got hot. The patient reported that the past battery was replaced due to normal depletion. The patient did not have a date as to when the ins getting hot occurred. No further complications were reported.